Event description:
It was reported that the gastrointestinal videoscope foreign object blocked air water channel. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.